Manufacturer narrative:
" (B)(6)" (user facility complete address captured here due to character limitation in section) the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the halogen light source's fuse was blown and the lamp did not lit .the issue occurred during preparation for an unspecified diagnostic procedure. However, it is unknown if the intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the correct serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of thermal fuse blown and lamp did not lit was confirmed. Based on the results of the investigation, it is presumed that the lamp does not light due to a blown thermal fuse. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.